Event description:
Procedure: sleeve gastrectomy. According to the reporter: the instrument broke. A piece from the unit is in the package. The doctor changed the device to a competitor's instrument and that device broke too to (B)(4). The procedure was converted to an open procedure.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.